Event description:
It was reported that during the use of the liko m220 mobile located lift in the patient's home, lift's slingbar broke and the patient fell to the floor. During a follow-up call with the patient, the patient reported that he was being lifted from a shower chair and transferred back to bed, during the transfer the lift's slingbar broke causing the slingbar and himself to fall to the floor. The patient reported that he sustained "2 fractured lumbar vertebrae" from the fall. The patient reported that he was hospitalized for a "couple of days" and "monitored for pain." The patient confirmed that no medical or surgical intervention was provided for the reported fractures. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The liko m220 mobile lift is primarily intended for use in nursing homes. Both models are excellent aids for daily transfers of adults and children; for instance, for transfers to and from a wheelchair, toilet and floor. The device IFU states "before use/lifting make sure "the lift is assembled in accordance with the assembly instructions, the lifting accessory are properly attached to the lift, the battery has been charged for at least 6 hours, the lifting accessories are not damaged, the lifting accessory is correctly attached to the lift, the lifting accessory hangs vertically and can move freely, the lifting accessory is selected appropriately, in terms of type, size, material and design, with regard to the patient¿s needs, the lifting accessory is correctly and safely applied to the patient in order to prevent injuries, the sling bar latches are intact. Missing or damaged latches must always be replaced, and the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are stretched up but before the patient is lifted from the underlying surface." Additionally, the device IFU states "service- a periodic inspection of the lift should be carried out at least once per year. Periodic inspection, repair and maintenance should be performed only in accordance with the liko¿ service manual, and by personnel authorized by hill-rom and using original liko¿ spare parts." An inspection of the lift was not performed by a baxter technician as the customer has not coordinated an opportunity for device inspection. Spinal fractures can vary widely in severity. Most spinal fractures occur in the thoracic and lumbar spine or at the connection of the two thoracolumbar junction. Minor fractures can be the result of a lower-impact event, such as a minor fall, in an older person whose bones are weakened by osteoporosis. Some fractures are very serious injuries that result from high-energy trauma and require emergency treatment. Treatment is not always required, and is dependent on the severity of the fracture, and whether the patient has other associated injuries. Treatment for minor fractures typically consists of monitoring and analgesic for pain if needed. In this event, the patient was reported to have two fractured lumbar vertebrae. Based on the information provided it can be reasonably concluded that the patient was admitted for observation and diagnostic procedures, and at this time there is no indication that there is permanent impairment or permanent damage to a body structure and no interventions to preclude permanent impairment of a body function or body structure were provided, therefore a serious injury did not occur. If any additional relevant details are received, the complaint will be updated accordingly. The cause of the event is unknown, as inspection of the device is pending, furthermore, there has been no preventative maintenance on the associated device performed by a hillrom/baxter technician. An image of the device, provided by the customer indicates the disconnection/break of the sling bar from the device's lift arm, if the event were to recur, it would be likely to cause or contribute to a serious injury or death. Hillrom is reporting this incident. If any relevant additional information is received regarding this event, hillrom will submit a supplemental report.